Event description:
It was reported that the pump was explanted due to an infection. The reporter stated that the pump was "working great until three months after the pump was implanted". The patient had the catheter erode to the surface of the skin on the side where the catheter was tunneled. The patient then developed an infection and clostridium difficile. The pump was explanted. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
Additional information reported that the patient had a sore on his back where the catheter was kind of coming through. The patient¿s infection was along the catheter. The infection resolved.

Manufacturer narrative:
(B)(4).